Event description:
It was reported that an ilet user experienced an intermittent unresponsive sleep/wake button and, after restarting the device, loss of connection to the dexcom g7 sensor that required re-pairing using an engineering log¿retrieved pairing code. Symptoms included no alerts or alarms associated with the event and no reported adverse clinical effects. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting, device restart, verification of current firmware, review of engineering logs, and guided re-pairing of the cgm sensor. Investigation of this case revealed that the device powered and updated as expected, the button function was intermittent before restart, and cgm disconnection occurred post-restart but was resolved through re-pairing. It was concluded that the event was related to an intermittent device user interface/button performance with a post-restart communication disruption, and the device functioned as intended after re-pairing without clinical impact.